Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The 85 retained samples from lot 4166428 were visually inspected with no issues identified. Furthermore, the 95 retained samples from lot 4166430 were visually inspected with no issues identified. Additionally, the 85 retained samples from lot 4198227 were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4166428, 4166430, 4198227 and unknown, for the indicated failure mode: sample quality- hemolysis and clotting. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, an unspecified number of samples exhibited hemolysis and clotting. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, an unspecified number of samples exhibited hemolysis and clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4166428, d4. Medical device expiration date: 30-sep-2025, h4. Device manufacture date: 14-jun-2024, d4: unique identifier (UDI) #: (B)(4). D4. Medical device lot #: 4198227, d4. Medical device expiration date: 31-oct-2025, h4. Device manufacture date: 16-jul-2024, d4: unique identifier (UDI) #: (B)(4). D4. Medical device lot #: unknown, d4. Medical device expiration date: unknown, h4. Device manufacture date: unknown, d4: unique identifier (UDI) #: (B)(4). There were multiple medical device types: d2b: medical device type: jka, there were multiple 510k numbers, g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.